Event description:
It was reported that the user experienced hyperglycemia and the spouse administered multiple manual injections while the ilet remained connected, with one episode associated with a bent infusion cannula following a recent supply change. Symptoms included elevated blood glucose. Outcomes included an emergency room visit, with no hypoglycemia reported from the external injections. Investigation included customer education and troubleshooting focused on proper multiple daily injection protocol and the requirement to disconnect the ilet when administering external insulin, as well as guidance to replace a failed infusion set. Investigation of this case revealed that a bent cannula and continued ilet connection during outside insulin dosing contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that user technique and an infusion set issue were the likely causes.